Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the gripper line could not be removed and broke inside the patient anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The first mitraclip delivery system (cds) was advanced to the mitral valve and the leaflets were successfully grasped, reducing mr to 3-4. During clip deployment, the gripper line was not pulled out, but the cds was retracted. The gripper line remained hanging out of the steerable guide catheter (sgc). When pulling the gripper line through the sgc, resistance was felt and the gripper line broke. Half of the gripper line remained in the left atrium. A snare device was used to successfully retrieve the separated gripper line from the patient. The clip remained secure and stable on the leaflets the entire time. A second clip was implanted successfully to further reduce mr to 1-2. The patient remained stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use, states: with one free end of the gripper line in each hand, confirm that the gripper line is removable by pulling slowly on one end until the other end of the gripper line moves approximately 3-5 cm. After the clip is successfully deployed, the user is instructed to remove the gripper line, which is performed prior to mitraclip delivery system (cds) removal. All available information was investigated and the reported inability removing the gripper line was determined to be a result of user error, as the cds was removed prior to removing the gripper line. In addition, it is likely that the rotated heart influenced the inability to remove the line, placing additional tension on the line during removal attempts. The reported gripper line break was likely a secondary effect to the inability to remove the line, as resistance was encountered and the line broke. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.